Event description:
From staff: a small fragment of blue plastic staple load was incorporated in the staple line of the pts [patient's] sleeve gastrectomy. It was noticed and removed by the surgeon. Upon removal, the staple line of the stomach began to bleed. The staple line was oversewn with suture and the surgeon performed an egd [esophagogastroduodenoscopy] leak test to ensure there was not a perforation. The surgeon then irrigated with saline. As a result, this added an additional 20 minutes of surgical intervention. From operative report: an initial green load was used followed by subsequent firings of a blue load. The 2nd fire had a blue fiber to look like a piece of plastic from the stapler. Therefore I chose to perform an egd and oversewed the staple line and do a leak test. When approaching the last fire an angle of his we were careful not to include the distal esophagus by completing our staple firing between the left crus of the diaphragm and the spleen. The staple line was oversewn with a permanent stratafix style suture in a running horizontal mattress fashion manufacturer response for stapler sureform 60 reload, (brand not provided) (per site reporter). Staff in operating room also filed a complaint with intuitive. [Redacted], rep, was on vacation at that time. RMA# [redacted].